Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple shocks due to atrial fibrillation with rapid ventricular response. Device remains implanted. No intervention was reported since the patient has not had any repeat episodes related to atrial fibrillation with rapid ventricular response.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that a patient received inappropriate atp and hv therapy during atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was stable and will continue to be monitored.